Event description:
It was reported a revision surgery was performed due to an infection and pain. The patient was originally treated for a tibia fracture. On an unknown date, it was discovered that an infection was present. It was reported that the patient likely developed the infection within the last month. The type of infection was not provided. The surgeon decided to remove all implants on (B)(6) 2014. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
The lot number provided could not be verified; therefore, further investigation cannot be performed. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Original implanted material reported to be about 5 months prior to the date of this report. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.